Event description:
Boston scientific crm received information that, during the explant procedure, the physician observed that the header on this implantable cardioverter defibrillator (ICD) was loose from the can. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. This issue is discussed in boston scientific's product performance report.